Manufacturer narrative:
There was no device malfunction associated with the death or defibrillations. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 05/2014 - initial use. Electrode belt (B)(4): 11/2012 - reuse.

Event description:
A us defibrillator contacted zoll on (B)(4) 2014 to report that a patient passed away on (B)(4)2014. The patient's daughter found the patient and contacted ems who were unable to revive the patient. Four defibrillations were delivered while the patient was in asystole. Oversensing of small cardiac signal contributed to the false detections. The response buttons were not pressed during the entire event.